Manufacturer narrative:
Film evaluation summary: the exact cause of the radial infolding in the cuff could not be conclusively determined from the films provided. Films during implant were not available for review. It is possible that the infolding was anatomy related; implanting within a severely calcified and thrombus filled aorta. Device oversizing (36 mm aortic cuff within a 25 mm minimum flow lumen diameter aorta) may have also contributed. The alleged type iii separation endoleak between the aortic cuff and the fabric of the bifurcate cannot be confirmed from the films provided. Despite the infolding in the cuff, there was no obvious contrast seen outside of the bifurcate/cuff overlap region at the proximal sac. A small amount of contrast was seen outside of the bifurcate limbs, ~ 4 cm below the distal edge of the aortic cuff, along the posterior side. The contrast originated just below the contra gate ring and extended ~ 15 mm distally. The exact source of contrast cannot be determined. There appeared to be sufficient overlap length and oversizing between the contra gate and the contra limb. The aortic wall near the area of contrast was not calcified. No obvious suture break, stent dislocation, or stent fracture was seen near the area of the contrast. Although a type iii separation endoleak cannot be ruled out, the source of the contrast may have been a type ii endoleak. Two patent lumbar arteries were seen on the posterior side of the aneurysm sac, at the level where the contrast was seen. The likely type ii endoleak was anatomy related. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in patient for endovascular treatment of a 50 mm diameter abdominal aortic aneurysm and ulcer. It was reported that a recent CT performed revealed that the endurant aortic cuff had infolding and exhibited a type iii separation endoleak between the aortic cuff and the fabric of the endurant ii bifurcate. No proximal type I endoleak was observed and the aneurysm sac size was stable. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.